Event description:
The device was returned for an air compressor failure. When the pump was turned on to attempt a mock infusion it was unable to complete the startup process which includes air compressor usage. It was observed the compressor would engage for much longer than it is supposed to. The pump alarmed out and fresh log files were retrieved and reviewed confirming the air compressor failure. Based on the failed air compressor, this complaint will be added to an existing internal CAPA and the engineering team will further investigate the compressor along with any relevant flight recorder data captured in the provided log files. The pump will be sent to the repair team where the suspect compressor will be removed and held for engineering testing. A new compressor will be installed into the affected pump. From there the pump will undergo any additional repairs and then go through all necessary functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: cleaned the av (actuator valve) and cassette pins. When turned on the pump. The following message displayed "pump problem and service needed " I could not perform a test infusion. Checked history logs. Pump problem alarm at the following date: november 22 at 8:22am,8:14am,8:05am,8:02am. On november 21 at 16:25am,17;39,6;41. November 20 at 17:42,17; 39. November 19 at 6:41. November 14 at 12:18,12:11,12:07. Biomed reported incorrect serial # in body of email, waiting for confirmation that correct serial # is (B)(6). A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.